Manufacturer narrative:
Film evaluation results are: the exact cause of the component separation could not be determined from the films provided. The anatomy at implant was not provided, and earlier post-implant films were not returned for review and comparison. Near the bottom of the sac a junctional type iii endoleak was observed between the distal flared limb and a 2nd endurant bifurcate which had been implanted into the aneurysmal right common iliac artery. The amount of initial overlap at implant is unknown. It is possible that insufficient component overlap at implant and aneurysm morphology changes during the implant duration may have contributed to the detachment. It is unclear if implanting the modified 2nd bifurcate (removal of the suprarenal stents and 1st covered stent) may have contributed to the detachment. The cause of the thrombus observed within the primary bifurcate aortic body and ipsi limb, flared right limb, and within the 2nd bifurcate aortic body and ipsi limb could not be determined. It is possible that the limb detachment may have contributed to the thrombus. Images during recent intervention which repaired the type iii junctional endoleak were not provided.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 70 mm in diameter abdominal aortic aneurysm. It was reported that a recent CT revealed that there was a type iii separation endoleak between the endurant 23 bifurcated device proximally and the distal end of the endurant 16 iliac limb. The physician implanted an endurant 16 iliac limb to bridge the two devices, however there was still a type iii endoleak between the new endurant limb and the endurant bifurcated stent graft. The physician implanted a modified (cutting off the suprarenal struts) endurant 28 aortic cuff and the type iii separation endoleak was resolved. The physician stated that the cause of the event was related to not enough stent graft overlap. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.